Event description:
Reportedly, the defibrillator would not discharge energy to a pt when the paddles discharge buttons were pressed. The reporter stated the reported event did not adversely affect pt treatment, due to the immediate use of a backup defibrillator.